Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device's battery "went dead". The pcu was exchanged and the infusions were restarted. They gave some unspecified medications to sustain the patient's hemodynamics while the infusions were being restarted. There was no reported patient harm.

Manufacturer narrative:
.